Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. Their meter allegedly would only prompt message "error 2". The last noted result on their meter was 158mg/dl. There were no comparisons. There were no other tests performed. Not treated. No further info has been reported.